Event description:
The hub separated from the delivery catheter. Additional information was obtained and indicated that the hub fell off during repositioning of the stent delivery system in the artery. Consequently, the tech slowly removed the delivery catheter over the wire without incident. The stent was not deployed. Another cypher stent was used to complete the procedure. Furthermore, no product anomalies were observed when the product was removed from the packaging or during preparation of the device for the procedure.